Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Event description:
The user facility reported that during an arthroscopic knee repair, a portion of the distal tip of an intrafix tibial sheath inserter broke off into the body. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient.

Manufacturer narrative:
The complaint device was received and visually evaluated. Generally speaking, the device appears in good, clean and new condition; however, the distal inserter tip portion of the device is missing, broken away. The metal at the break section is ragged, torn and bent, a condition that is indicative of the device having had gross torsional mechanical force applied. We attribute the devices condition to technique, a user issue. At this point in time no further action is warranted, however, this file will remain receptive to any potential future information received that is relative, germane and clarifying to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.